Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 320 mg/dl while using the ilet and sought guidance during a supply change after inadvertently announcing multiple meals in a short period; troubleshooting and education were provided, and a trainer notification regarding meal announcements was initiated. Symptoms included elevated blood glucose. Outcomes included no alarms and no hospitalization. Investigation included customer support troubleshooting and user education regarding proper meal announcement and supply change procedures. Investigation of this case revealed user-related use error related to multiple meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.